Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device would stop during medication removal and required a hard reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was stop during medication removal and required a hard reboot. A technical support specialist (tss) dialed into the station and server to check system time and found discrepancies between them. Adjusted the station time to match the server region time. Reviewed sync logs errors and knowledge article ka(medstation es 1.7.4 devices are bloating maintenance service unable to get past purge deletion error). Observed steadily increasing db used size on rss. Ran powershell command, which revealed the installed software version was outdated. Checked maintenance logs for purge deletion errors. Used baretail to monitor error repetition after time changes. Initiated windows update while customer closed all windows. Opened medapp for customer, though station was not used. Continued with baretail monitoring and windows update. Customer confirmed the issue was resolved and not repeating. Case closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device would stop during medication removal and required a hard reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.